Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer stated that she woke with 170mg/dl, ate breakfast and went to work, but she started to feel sick, her glucose level was over 400mg/dl. Then she called her doctor, who suggested going to the hospital, but her blood glucose meter was reading 270mg/dl. The customer went to bed and she woke up with over 300mg/dl and decided to go the emergency room. Troubleshooting was performed, and no damage to the drive support cap noted. Timed, date, and bolus wizard settings were correct, but the basal rates were incorrect. Assisted the caller with correcting them. No further information was provided.